Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl. The customer's another blood glucose level was 274 mg/dl and 87 mg/dl. Customer was offered with troubleshooting for high blood glucose but seemed that they were not using insulin pump yet and their blood glucose was good. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to 0000. It was reported that the customer was on the insulin pump during the high blood glucose level event.